Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a esophagectomy/gastric tube, but the device was not used on the patient. The nurse checked the displayed screen and saw that the device was on. The handle was inserted into the shell, the adapter was connected, and the display was checked. Ten minutes late, a reload was loaded onto the adapter but the jaws could not be operated. The display screen showed the handle, shell, and adapter were all normally connected but the display was dark. Then, the device did not react at all. Another device was used to complete the procedure. No known impact or consequence to patient.